Manufacturer narrative:
Previously, the device was tested soon after it was purchased, and the results were found to be within specifications. The device was not returned as yet. The customer reported that they would test the device again and based on the results would decide on whether to return the device or put it back in circulation. The investigation is on going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, evis exera iii colonovideoscope tested positive for microorganism. The issue was found during environmental testing ahead of therapeutic procedure. The scope was isolated and infection control nurse and doctor was informed. The colonoscope tested positive for 1-10 colony forming units (cfus) /0.1 milliliter of pseudomonas aeruginosa. After the first two positive results, the device was quarantined and upon retesting, the results were negative. The device was tested again, and a positive result was noted. The channels were then tested separately and negative result was achieved. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer reported they will be testing the device again. The test results have been requested. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, the reported event was not confirmed. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.